Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Please note that customer was using freestyle flash meter serial number (B)(4) when obtaining the readings reported.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1281310) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported receiving a reading of 62 mg/dl on his adc meter which was lower than a reading of 286 mg/dl obtained via lab testing. Customer further reported receiving a reading of 67 mg/dl on his adc meter which was lower than a reading of 284 mg/dl obtained via lab testing. Customer reported that these results were obtained within 10 minutes and the results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. It should be noted that it is unclear whether or not the customer prepared the test site appropriately between tests and not consumed food/drink as recommended in label copy. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Additional evaluation codes method: extended investigation included a device history report (DHR) review, returned strip inspection and testing and retained strip testing for lot 1281310. The returned meter and test strips were investigated and the complaint was not confirmed. A review of the DHR indicated the test strips were performing within their performance claims and met the manufacturer's quality specifications prior to their release. The returned tested strips were opened and visually inspected and no issues observed . In addition, retain testing was performed once again, all results were within the range specification and no errors were observed.